Event description:
Boston scientific provided the following information: patient came into ep lab for generator change. Device was at eol and leads could not be tested pre-procedure. Rv lead lead had noise and out of range impedance. The lead was capped and a new rv lead implanted.

Manufacturer narrative:
Combination product: yes the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.